Event description:
It was reported that during placement of a two lumen catheter in a pt with poor vascular access, the guide wire separated during removal from the pt. A piece of the guide wire remained in the pt and had to be removed in the or. There were no further complications.